Event description:
It was reported an alarm was heard from the implanted pump. The pump was "migrating through the pt's body". The pump was reportedly sitting on her bladder and "had never worked or provided relief". The pt wanted the pump explanted. The device was implanted for bowel and bladder pain. Add'l info has been requested.